Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensed noise in the primary sensing vector resulting in an inappropriate shock. This therapy induced the patient into ventricular fibrillation (vf) and three further shocks were required to restore the patient to a normal sinus rhythm. Initially, the system had been programmed to the secondary sensing vector at implant but had a similar episode of over-sensed noise resulting in an inappropriate shock. At the time, the patient was brought into clinic, where provocative maneuvers were unable to reproduce the artifacts, and the physician programmed the device to the primary vector. Following the recent episode, the patient was re-evaluated in-clinic, where the automatic set-up tool determined that the secondary sensing vector was the most suitable. Despite the previous similar episode, the physician elected to program the device back to the secondary vector as the alternate vector was unsuitable. The device's detection and smartcharge features were increased to attempt to delay further inappropriate therapy. An x-ray was suggested, and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the recent inappropriate shock was the result of over-sensed myopotential noise. Additionally, the overall system impedance was noted to be 90 ohms, but the most recent shock exhibited an impedance of over 110 ohms, resulting in the ineffective shock conversion. It was observed that the previous programming had too large of r-wave amplitude measurements too utilize the 2x gain feature, which could make programming around the myopotential noise challenging due to potential signal saturation. Ts recommended assessing what the patient was doing at the time of the episodes and confirmed that the smartcharge programming could be a mitigation option, as long as the myopotential artifacts are not sustained. X-ray imaging was also recommended. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensed noise in the primary sensing vector resulting in an inappropriate shock. This therapy induced the patient into ventricular fibrillation (vf) and three further shocks were required to restore the patient to a normal sinus rhythm. Initially, the system had been programmed to the secondary sensing vector at implant but had a similar episode of over-sensed noise resulting in an inappropriate shock. At the time, the patient was brought into clinic, where provocative maneuvers were unable to reproduce the artifacts, and the physician programmed the device to the primary vector. Following the recent episode, the patient was re-evaluated in-clinic, where the automatic set-up tool determined that the secondary sensing vector was the most suitable. Despite the previous similar episode, the physician elected to program the device back to the secondary vector as the alternate vector was unsuitable. The device's detection and smartcharge features were increased to attempt to delay further inappropriate therapy. An x-ray was suggested, and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the recent inappropriate shock was the result of over-sensed myopotential noise. Additionally, the overall system impedance was noted to be 90 ohms, but the most recent shock exhibited an impedance of over 110 ohms, resulting in the ineffective shock conversion. It was observed that the previous programming had too large of r-wave amplitude measurements too utilize the 2x gain feature, which could make programming around the myopotential noise challenging due to potential signal saturation. Ts recommended assessing what the patient was doing at the time of the episodes and confirmed that the smartcharge programming could be a mitigation option, as long as the myopotential artifacts are not sustained. X-ray imaging was also recommended. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to b5 for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to b5 for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections b5 (event description) and h6 (impact and device codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensed noise in the primary sensing vector resulting in an inappropriate shock. This therapy induced the patient into ventricular fibrillation (vf) and three further shocks were required to restore the patient to a normal sinus rhythm. Initially, the system had been programmed to the secondary sensing vector at implant but had a similar episode of over-sensed noise resulting in an inappropriate shock. At the time, the patient was brought into clinic, where provocative maneuvers were unable to reproduce the artifacts, and the physician programmed the device to the primary vector. Following the recent episode, the patient was re-evaluated in-clinic, where the automatic set-up tool determined that the secondary sensing vector was the most suitable. Despite the previous similar episode, the physician elected to program the device back to the secondary vector as the alternate vector was unsuitable. The device's detection and smartcharge features were increased to attempt to delay further inappropriate therapy. An x-ray was suggested, and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the recent inappropriate shock was the result of over-sensed myopotential noise. Additionally, the overall system impedance was noted to be 90 ohms, but the most recent shock exhibited an impedance of over 110 ohms, resulting in the ineffective shock conversion. It was observed that the previous programming had too large of r-wave amplitude measurements too utilize the 2x gain feature, which could make programming around the myopotential noise challenging due to potential signal saturation. Ts recommended assessing what the patient was doing at the time of the episodes and confirmed that the smartcharge programming could be a mitigation option, as long as the myopotential artifacts are not sustained. X-ray imaging was also recommended. Recently, the patient received further inappropriate shock therapy and ts was contacted for discussion. The provided x-rays indicated a potential suboptimal system placement, which may have contributed to the inappropriate therapy, along with the patient's suspected worsening condition. Potential programming options were also provided. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.